Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Later patient reported "exchange from textured to smooth due to the patients concerns with the product". Later healthcare professional reported " deflation" and " removal from textured to smooth due to the concerns of the product". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed two openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon none of the other observations performed during the device analysis creases and observed delamination of plug strap disk shell. Are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "deflation". Later patient reported "exchange from textured to smooth due to the patients concerns with the product". Later healthcare professional reported " deflation" and "removal from textured to smooth due to the concerns of the product". This record is for the left side. Device was explanted.

Event description:
Patient reported "deflation". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.